Manufacturer narrative:
This product is inspected 100%, prior to further processing to ensure the integrity of the device. The device is shipped with instructions for use (IFU) that states under the warnings section, "extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart." In step 3 of the instructions for use, "note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage." The customer indicated that they had difficulty gaining and maintaining access. This indicates that the device was manipulated during the event. The manipulation and difficulty described most likely resulted in the damage (shearing/hub separation) to the catheter. The customer also stated that the pt suffered no adverse affects as a result of the event. Corrective action was implemented in 2006, to reduce the occurrence of this failure mode. We will continue to monitor for similar complaints and notify the appropriate personnel of the event.

Event description:
Hub snapped on a 5 fr straight catheter as it was being manipulated in the hepatic vein for biopsy. The operator was having a tough time gaining and maintaining access in the pt. The distal tip of the catheter also sheared off, but stayed attached to the catheter until it was removed from the pt. They believe that the shearing occurred due to the angle of the manipulation and because of the metal sheath. The pt suffered no adverse affects.